Event description:
Baxter reports, "a spike of the transfer set was broken during drain by y-set. The transfer set was in place for unk days. There was no pt injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for evaluation.